Event description:
The customer stated that tip of the device dropped out (became detached) shortly after beginning to use. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Product evaluation: when received for analysis, the condition of the device showed customer use as there was presence of contaminants on the broken tip component. Upon visual evaluation, the inner shaft remained intact inside the outer shaft assembly. The bur head (tip) was found detached / broken from the inner shaft assembly. The broken bur head (tip) was returned for analysis. Under magnification, the bur head (tip) appeared to have sheared off from tip of the inner shaft. It remains unknown what may have caused the tip to break in this manner. Multiple factors could have resulted in bur head (tip) detachment. These factors may include customer mishandling / misuse of the product or due to operational context which includes anatomical / operational / procedural factors such as hard bone/tissue or customer maneuvering of the device during its normal use causing the bur head (tip) to detach inadvertently. Method: microscopic inspection. Results: fracture problem.